Event description:
This is report 3 of 3 for complaint (B)(4).

Event description:
It was reported that during a universal spine system l3-l5 procedure for a l4 fracture, the surgeon was torqueing the nut and collar down to the screw and the collar cracked. On the nut, the tech noticed a burr on the thread, and the thread had started to peel. The surgeon removed the nut and collar, and replaced them with another nut and collar to complete the procedure with no further problems. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and the part had an overall worn appearance. There were tiny nicks all over the black handle. The surface finish of the shaft was dull. Both conditions were consistent with field use. All dimensional and torque requirements were found to be in specification, therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event description updated. No DHR could be retrieved with the listed lot number and part number, so this DHR review could not be completed. Original awareness date is (B)(6) 2011. Device manufacture date unknown, invalid lot number. Placeholder.